Manufacturer narrative:
(B)(4). Batch # n54d37. Additional information requested: the hospital¿s report indicates a device misfired twice when in use during a laparoscopic appendectomy. Both staples are included. Your email indicates two devices are being returned. What was the problem with the second device? Can you please clarify what is meant by "misfired"? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Additional information received: speaking with the reporter she states both staplers did not fire on the first attempts , no cut or staples delivered. She did not have much more detail to report the analysis results found that the ats45 device was received with the firing mechanism damaged and with tr45w cartridge loaded in the device. The reload was received fully fired. In addition another cartridge was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired twice when being used in the case. It is unknown how the case was completed. There was no adverse consequence to the patient.